Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the facility, "foley is clogged and not draining. Protocol is to remove the catheter and replace with a new one. Upon removal, they noticed clogging in the tip of the catheter. No injuries reported to the patient." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "foley is clogged and not draining. Protocol is to remove the catheter and replace with a new one. Upon removal, they noticed clogging in the tip of the catheter. No injuries reported to the patient."